Event description:
It was reported that the pt had passed away. The pt's physician reported that the pt death was not related to the device or implant. No autopsy was performed.

Manufacturer narrative:
(B)(4).